Event description:
The guide wire broke off in the pt. The broken piece was successfully removed. An x-ray was taken of the area to determine if any of the guide was missed. The x-ray confirmed all of the guide wire had been removed.